Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3: mfg report reference: 1627487-2019-02864, 1627487-2019-02866. It was reported that the patient was experiencing ineffective stimulation. The issue began after the patient had a fall. Impedances were checked on the system and all contacts on the leads were reporting high impedances so the patient was unable to be reprogrammed for effective therapy. The patient plans to undergo surgery.

Event description:
Related manufacturer reference number: 1627487-2019-02864, 1627487-2019-02866. Follow up information received that the patient underwent surgical intervention in which the leads and ipg were replaced. Effective therapy was restored post operation.